Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. It was reported that there was blood on the pod site. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No blood was found anywhere on the device. The formed needle was inspected, and no abnormalities were found. Investigation found a tear in the exposed portion of the soft cannula. Fluid path testing showed fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No blood was found anywhere on the device. The formed needle was inspected, and no abnormalities were found. Investigation found a tear in the exposed portion of the soft cannula. Fluid path testing showed fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. It was reported that there was blood on the pod site. As treatment, the patient successfully activated a new pod.